Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the specifications and trends was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record could not be conducted since the lot number is not known. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
It was reported during a ureteroscopy procedure that an extractor sheared off at the collar between the handle and the wire. The device was removed and another device was used to complete the procedure with no harm to the patient. Additional information reported the wire was removed by hand after the handle broke off.

Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
It was reported during a ureteroscopy procedure that an extractor sheared off at the collar between the handle and the wire. The device was removed and another device was used to complete the procedure with no harm to the patient.